Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Irritation/ocular discomfort is a known side effect of refractive laser surgery. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An associate reported a patient woke up in the morning approximately three weeks post lasik with irritation in the left eye. Symptoms were reported resolved nine days later.